Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted on (B)(6) 2020 due to a driveline infection. Wound cultures were positive staphylococcus aureus and antibiotics (IV prostaphilin and clindamycin) were administered. It was later reported that surgical revision was necessary. Vacuum-assisted closure (vac) therapy was started with regular dressing changes. The inflammatory markers were reportedly declining.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.